Event description:
Twin male born 9/1, intubated for prematurity & pds. Extubated 9/2 & placed on nasal prong CPAP which was discontinued later that day. On 9/11 placed on nasal prong CPAP for increased episodes of apnea. Infant alternated between nasal prong CPAP & nosopharyngeal CPAP. 9/15 nurse noted reddened area with bruising when prongs removed, notified rt. 9/16 rt noted pressure area on nasal bridge & septum. 9/18 nurse noted area healing. On 9/21 md noted area excoriated. 9/23 rt, notified MFR and supplier. All other devices pulled from use.